Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold. X-ray was taken and it was noted that the rv lead had dislodged. The physician elected to revise the rv lead. During the procedure, the rv lead failed to retract. The physician explanted and replaced the lead. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and inadequate capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. The cause of helix mechanism issue was isolated to the helix being clogged with blood. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.